Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. No intervention was reported. There were no patient consequences.

Event description:
Additional information was received that the lead was explanted and replaced. The patient was stable.

Event description:
Additional information received noted that the lead was believed to have fractured.